Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using admelog insulin and reusing insulin. Clinical support informed the customer that admelog insulin and reusing insulin is off label per the tandem user guide. Customer addressed the occlusion by ¿blowing on ifs tubing to try and solve issue¿. Customer¿s blood glucose was 600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer checked themselves into the emergency room. Customer was treated with intravenous fluid of insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day.